Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. One haptic is bent in the gusset area against a post of the lens case. The optic is pressed into well area and tilted, pressing against a post of the lens case. The optic edge is scraped in this area against the post. The lens was mispositioned in the lens case and was damaged. The position of the lens in the case was most likely interpreted as the reported complaint. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery they found that the intraocular lens (iol) was twisted. After using a new iol, the operation was completed smoothly. Additional information has been requested.